Event description:
Doctor indicated non integration of the 3i t3® tapered implant 4/3 x 10mm due to infection, implants removed, allograft and membrane placed.

Manufacturer narrative:
Upon visual inspection, it was found that there were general signs of usage on the implant. No anomalies or defects were observed. The complaint could not be verified. DHR review, review of sterilization records, and complaint history review did not provide any indication that the product was non-conforming. There were no manufacturing deviations identified which would cause or contribute to this complaint. No technical root cause can be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.